Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was noted that the physician attempted to implant the left ventricular lead through a difficult coronary sinus anatomy. It was noted that the left ventricular lead wound not advance through and exit the guide sheath. The left ventricular lead was not used and was replaced. There were no consequences to the patient.